Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor exhibited over-sensing noise and under-sensing. The noise was reproducible with isometric test. No intervention was performed. The patient was in stable condition.